Manufacturer narrative:
(B)(4). An analysis of the returned device did confirm the reported suture detachment experienced due to its detachment from the needle tip. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reported, when the needle plunger was retracted a suture break occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.